Event description:
It was reported that during advancement of the 3.0 x 15 mm xience v stent system, the shaft of the stent system separated. There was no resistance noted and no force applied. The device separation occurred outside the patient anatomy, about 12 inches from the hub of the device. Both separated segments were removed without difficulty. There was no adverse patient effect and no clinically significant delay; however, the procedure was cancelled after the device separation occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. An analysis of the returned device revealed that the shaft was separated/detached 20.5 cm distal to the strain relief tubing, thus confirming the incident. The hypotube fracture faces were oval shaped, suggesting tensile overload (material fatigue/stress). A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.